Event description:
Doctor indicated non integration of the implant with bone loss and inflammation.

Event description:
Doctor indicated non integration of the implant with bone loss and inflammation.